Manufacturer narrative:
A beckman coulter (bec) field service engineer was dispatched to assess the instrument and found a hole in the tubing from feed-thru fitting (ff114 to ff124) at pinch valve (pv37) to resolve the issue. The fse replaced the tubing to resolve the issue. The fse cleaned and verified the instrument. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer leaked 8 oz of luteinizing hormone (lh) series cleaner. The leak was not contained inside the instrument. The operator was wearing a lab coat, gloves, and goggles at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.